Manufacturer narrative:
As no further information concerning this product is expected, our investigation is complete. This investigation will be updated should further information be provided. Product was disposed/discarded.

Event description:
It was reported that the communicator power cord was getting a burning smell. The patient was able to unplug the communicator immediately and had thrown the communicator away. A boston scientific company representative advised the patient to replace the communicator and power cord. Unable to send return label as patient does not have the communicator anymore. Additional information also indicates that the communicator power cord was smoking at some point. No adverse patient effects were reported.